Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in-clinic with the pulse generator exhibiting ventricular sensed noise recorded on stored electrograms. The noise was non-reproducible. The patient's condition was stable, and the clinic will continue with scheduled monitoring.